Event description:
It was reported that during a left upper lobectomy with chest wall mass procedure on the fifth firing with the vasecr35 reload, the device was on the pulmonary artery; the surgeon reported that the device cut, but did not staple. To stabilize the bleeding the surgeon put a stitch in the pulmonary artery and the patient received 16 units of blood, 2 units of platelets and 2 units of fresh frozen plasma. The procedure was converted to a pneumonectomy of the entire left lung. The surgeon continued to use this same device with 5 more cartridges on the pneumonectomy. The procedure used a total of 10 cartridges.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: were clips used in the area? No. Were staples present/visible after firing? He said it's the back of the device or crotch that did not staple. He saw small b formed staples on the cartridge side before closing and wiped them away. He thinks some fell into the back of the device and somehow prevented the staples from deploying. Was the device swished between reloads? I explained the scrub had been swishing the device between reloads, but could not confirm this happened with the scrub tech change. Were any staple lines crossed? No. Was the vessel proximal to cut line? Yes.

Manufacturer narrative:
(B)(4). Cartridge. Batch # m52l3a. The analysis found that one pve35a device was returned in good visual condition and with 11 cartridge reloads. Cartridge (a) vasecr35, m53818 was received unfired and in good visual conditions loaded on the device. Cartridge (b, d,I, j,) vasecr35, m5380n was received fully fired and in good visual conditions. Cartridge (c) vasecr35, m5380n was received fully fired and with damage to cartridge aligned to shipping/packaging except for distal drivers near packaging hole. Cartridge (e) vasecr35, m53818 was received fully fired and in good visual conditions. Cartridge (f) vasecr35, m5380n was received fully fired in good visual conditions and with 1 formed staple remaining in distal knife slot. Cartridge (g) vasecr35, m5380n was received fully fired in good visual conditions and with 1 formed staple remaining in mid knife slot. Cartridge (k) vasecr35, m5380n was received unfired, 1 fully formed staple on mid-way of cartridge, body fluids present on cartridge body, cartridge pan attached, cartridge drivers and body appear normal. Cartridge (h) vasecr35, m5380n was received fully fired in good visual conditions and with 1 formed staple remaining in proximal region of knife slot. 1 box shaped staple found in mid knife slot, cartridge pan attached, distal drivers have 45 deg. Deformation. The cartridge was loaded into device to confirm no anvil contact. In addition it was disassembled and the sled appeared normal and the left cartridge wing distal underside has indication of damage. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Corrected information: the analysis found that one pve35a device was returned in good visual condition with 11 cartridge reloads. Cartridges were assigned alpha indicators in no particular order. Cartridges a and k were received back unfired, with all features appearing conforming. Cartridges b, d, e, f, g, I, j were received fully fired, with all features appearing conforming. Cartridge c was received fully fired, with an indication of damage to drivers which was consistent with damage that may have occurred in conjunction with packaging/ shipping the product back for analysis. Cartridge h was received fully fired and had some damage to the distal drivers, which may be indicative of closing with a foreign object or excessive tissue within the jaws. The foreign object may not have been a rigid object, but may have been a tube, catheter, or portion of hemostat. This cartridge had a ¿box shaped¿ staple observed in the knife slot, which is a much higher staple height than is typically found remaining in the cartridge. Given that the jaw force of this device met its criteria, the device has been verified to clamp on indicated tissues with enough force to provide the proper b-form staple height when used on indicated tissue. In conclusion, the evidence on cartridge h, specifically the staple that was found with a ¿box shape¿ height, indicates that the tissue was excessively thick or there was a foreign object within the jaws of the device; which may have caused the staple line to not be properly formed for the indicated tissue, which resulted in bleeding.